Manufacturer narrative:
Information was not provided. Information anticipated, but unavailable at this time.

Event description:
During a laparascopic appendectomy, the stapler malfunctioned. Stapler was loaded per routine and the "clicking" sound was heard that indicated it had loaded. The surgeon would insert the stapler through the port, but when he attempted to staple the appendix, the stapler would fall off. Tech and surgeon attempted to load the stapler again 2 more times, however, it continued to fall off when attempts were made to staple the appendix. A new device was obtained.